Manufacturer narrative:
H.10. Livanova manufactures the smart perfusion pack. The incident occurred in USA. A livanova medical assessment for present event was conducted and confirmed the event to be reportable as serious injury as per currently available information. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that, during a lung transplant procedure, a circuit line disconnected from the oxygenator. The event caused massive patient blood loss.

Manufacturer narrative:
No evidence of the event was provided, nor any response or additional information received from the customer. As per techinical documentation of the customized circuit, the connection of the inlet and outlet of the inspire 6f oxygenator to the relevant tubing is performed by the customer during the assemebly of the circuit. According to the inspire oxygenator IFU, all connections must be secured by means of tie straps. Analysis of complaints database revealed that no other similar case was notified for batch concerned, nor for this customized circuit ite. No concerning trend has been identified. Based on the above, considering that complained connection is not performed in livanova manufacturing, the most likely root cause of the disconnection was an improper connection assembled by the customer at their facility. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.